Event description:
It was learned via the implant patient registry that a 7300tfx 31mm bioprosthetic tricuspid valve, implanted for three (3) years and one (1) month, was explanted due to unknown reasons. The explanted device was replaced with a 7300tfx 29mm bioprosthetic valve. Post op patient's status noted in recovery. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve the device and additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned via the implant patient registry and investigation that a 7300tfx 31mm mitral valve implanted in the tricuspid position for three (3) years and one (1) month, was explanted due to endocarditis and stenosis. Patient presented with shortness of breath. The explanted device was replaced with a 7300tfx 29mm bioprosthetic valve. Post-op patient's status noted in recovery. Hospital pathology report: gram staining highlights rare bacterial organism (histochemical staining is negative for mycobacteria and fungi). Clinical diagnosis: tricuspid valve endocarditis.

Event description:
Through investigation it was learned a 7300tfx 31mm mitral valve implanted in the tricuspid position for three (3) years and one (1) month, was explanted due to stenosis. Patient presented with shortness of breath. The explanted device was replaced with a 7300tfx 29mm bioprosthetic valve. Post-op patient's status noted in recovery.